Event description:
It was reported that at the pt's first refill visit, the pump had been filled with 25 mls of prialt (concentration and dose not reported). At the pt's second refill visit, there was a volume discrepancy. The expected residual volume was 13.8 mls; however, 24 mls of drug was pulled out. The hcp checked the pump logs and found no motor stall or pump memory error messages. No pump alarms had occurred. The patient stated he went through unspecified withdrawal symptoms; had low blood pressure; and increased pain. The hcp provided that they planned to check the pump again at the next visit for volume discrepancies, then start troubleshooting if the discrepancy persisted. See MFR's report # 3004209178-2007-03775. The hcp further reported that the pt's catheter was found to be kinked near the pump connector. A rotor study had been done prior to surgery (date not reported) and the pump was working fine. The catheter was replaced. Since the catheter replacement, the pt was reported to be "doing good".